Event description:
A falsely depressed total bilirubin (tbi) result was obtained on a neonate patient sample. The result was reported to the physician who questioned the result. A repeat was run and a higher tbi result was obtained in line with physicians expectations. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed tbi result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tbi result is sample integrity. The dimension(r) totol bilirubin flex(r) reagent cartidge IFU states: "specimen should be free of particulate matter. To prevent the appearance of fibrin in serum samples, complete clot formation should take place before centrifugation. The instrument is performing within specifications. No further evaluation of the device is required.